Event description:
Audible alarm on airlife ncpap system alarming and visual screen requested pt be removed from device. Staff attempted to provide blow-by oxygen to the baby, but the baby was desaturating and unable to tolerate, and therefore required re-intubation. Staff at the hosp was unable to duplicate problem with equipment.

Manufacturer narrative:
Info has been forwarded to the mfg facility for eval. Results are pending. A follow-up report will be filed.